Event description:
It was reported that during a stenting treatment procedure, a difficulty in catheter removal and shaft separation occurred. The target lesion was located in the iliac artery. A 7.0mm x 60mm x 75cm express® ld iliac / biliary iliac stent was deployed in the target lesion. The stent deployed "fine" however, the stent delivery balloon was aggressively used for three post dilation inflations on a tough deployment. The balloon rewrap was noted as not good. When the physician attempted to withdraw the stent delivery system, the catheter became stuck in the sheath. The device was ripped, torn apart and came out in pieces. The balloon was intact and was removed as a unit with the sheath and the procedure was completed. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR: received for analysis was the balloon and tip section of the device. It is clear from the section of device received that a break had occurred at the proximal balloon bond site however, the proximal section of the break was not returned for analysis. An examination of the balloon found that the balloon was severely creased with a build-up of blood present inside the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a difficulty in catheter removal and shaft separation occurred. The target lesion was located in the iliac artery. A 7.0mm x 60mm x 75cm express ld iliac / biliary iliac stent was deployed in the target lesion. The stent deployed "fine" however, the stent delivery balloon was aggressively used for three post dilation inflations on a tough deployment. The balloon rewrap was noted as not good. When the physician attempted to withdraw the stent delivery system, the catheter became stuck in the sheath. The device was ripped, torn apart and came out in pieces. The balloon was intact and was removed as a unit with the sheath and the procedure was completed. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4).